Event description:
A (B)(4) contacted zoll customer support before fitting a pt to report that the monitor powered up and then went to a black screen. The pt was fit with a new monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, the flash memory failed to program. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective component. The pt received a replacement monitor.